Manufacturer narrative:
A clinical review of the event was performed, there was insufficient data to determine the impact of the device use. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank.

Event description:
Stryker received a report from the french national agency for medicines and health products safety that a customer's device gave a "connect electrodes" error while in use with a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined.

Event description:
Stryker received a report from the french national agency for medicines and health products safety that a customer's device gave a "connect electrodes" error while in use with a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.